Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00615. It was reported that the patient rotated the implantable cardioverter defibrillator through the skin, and the right ventricular lead became dislodged. The device and lead were explanted and replaced. The patient was stable.